Event description:
It was reported that a patient underwent knee surgery on an unknown date and suture was used on the capsule. The patient experienced an inflammatory reaction and is being treated with prednisolone. Additional information has been requested.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01952. The same patient is represented in each medwatch.